Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon's patient presented with a dislocation a week after surgery. The original case was done on (B)(6) 2022 - revision surgery (B)(6) 2022. Upon revision surgeon saw the polyethylene liner had dissociated from the acetabular shell. The 36/60mm neutral liner was removed from the patient along with the 36mm + 8.5 ceramic femoral head. The explanted liner was examined and multiple anti rotational tabs were sheared off. A new 40mm/60mm neutral liner and 40mm +8.5 ceramic ts head was placed. The patient was tested for stability and surgeon found it sufficient. Doi: (B)(6) 2022; dor: (B)(6) 2022; unknown side.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device: 122136060, lot: j9763w, and no non-conformances / manufacturing irregularities were identified.